Event description:
It was reported the dxw225 intraocular lens (iol) was explanted from the patient's operative eye due to complaints of extreme positive dysphotopsia and persistent halos, glares, starbursts, and bright streaks of light. Replacement lens was a tecnis eyhance iol. Iol is not available for return as it was discarded. No further information is available.

Manufacturer narrative:
Additional information: patient weight and patient ethnicity and race: unknown/asked information unavailable. Date of event: unknown as information was not provided. The best estimate date is between (B)(6) 2023 and (B)(6) 2023 (iol implant and complaint awareness dates). Tecnis symfony toric ii optiblue extended range of vision iol with tecnis simplicity¿ delivery system. Date explanted: unknown/asked information unavailable. The device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.